Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited long charge time. No interventions were performed. There were no patient consequences, and the patient would continue to be monitored.